Event description:
It was reported the wrong drug was ordered for a refill last week. Morphine was ordered instead of dilaudid due to a communication error. The pump was able to be refilled with the incorrect drug on (B)(6) 2014 with the dosing adjusted. On (B)(6) 2014 the correct drug was obtained. The health care provider (hcp) wanted to program the new drug, but a bridge bolus was still in progress from the previous week with 17 hours remaining. It was decided to program the dilaudid information with no bridge bolus. The patient was going to get less morphine than desired for a while but would be supplemented with oral medication until the dilaudid reached the patient. For the past 2 or 3 days the patient had been managed and supplemented with some oral medications and being less active. The bridge bolus was cancelled and the pump was programmed to infuse 25 milligrams per milliliter dilaudid at 2.7 milligrams per day. It was later noted a mandatory double check on the dose on and before ordering the drug and before the pump was emptied was performed. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).